Event description:
Received report that a fresh heart transplant pt (approx 2-3 hours postop) in the sicu received an over infusion of insulin. Pt safety net report states: at 0800am, infusion pump alarmed air in the IV insulin chamber. Insulin bag was dry. Fasting blood sugar was drawn just prior was 156. At change of shift (0730), the insulin drip was infusing at 3 units/hr and at the time of alarming. The user checked the total volume infused at the time for this chamber and it read 10 ml infused. Clinician reported the harm score was high and medical intervention was provided but did not share the intervention. The pt condition was not affected by the event and reported as doing okay. Customer stated that 150ml bag normal saline labeled regular insulin (humulin r) 150 units, rate 1ml/hr total volume 150ml and IV tubing will be returned. Medwatch states: "pt receiving insulin at 3 units/hour (=3ml/hr). Bag was hung at 0630 and had completely infused by 0800. During that time, pt received approx 150 units of insulin. This was caught immediately and the pt treated proactively so there was no adverse outcomes or dangerously low serum glucose for this pt."

Manufacturer narrative:
(B)(4). The devices have been received and an eval is pending. A f/u report will be submitted once the failure investigation is complete.